Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed by the customer quality engineer. Multiple "lead off" events were logged indicating that the leads were not connected to the patient properly. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that device did not provide shock after connecting the electrodes to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that device did not provide shock after connecting the electrodes to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.